Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
After 5 minutes of charging, the chair shows the batteries are fully charged even though this isn't possible.